Manufacturer narrative:
Per medtronic rep, the vertek arm was replaced and is fully functional.

Event description:
A medtronic rep reported, when they tighten the handle of the vertek arm, there is no effect on the joints, and they can feel and even hear some mechanical defect inside the arm. There was no pt present.